Event description:
It was reported that 1 bd alaris smartsite gravity set experienced damaged tubing. The following information was provided by the initial reporter: I have one of item 10802688, it was leaking when our staff tried to use it. I unfortunately do not have more information on the lot or anything else.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: the customer reported the set was leaking, and returned one used sample of material 2426-0500 or 2426-0007. The sample was clearly leaking from the silicon pumping segment near the lower fitment, from a pin sized hole. The root cause for the hole is determined to be the user. There is a known failure mode for improper loading of the pumping segment, we strongly recommend loading the top blue clip into the pump first and then the bottom. A device history record review could not be performed on model 10802688 because a valid lot number was not provided by the customer.

Event description:
It was reported that 1 bd alaris smartsite gravity set experienced damaged tubing. The following information was provided by the initial reporter: I have one of item 10802688, it was leaking when our staff tried to use it. I unfortunately do not have more information on the lot or anything else.